Event description:
It was reported the insulin pump alarmed motor error during rewind. Customer's blood glucose was reported as normal. Alarm was noted in the device alarm history. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.